Manufacturer narrative:
No product has been received to date so an examination cannot be performed. If additional information is received, it will be reported as a follow up report.

Event description:
The t8 driver tip (80-4244) broke while inserting the screw. The surgeon had to use needle nose drivers to remove from the screw.